Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and loss of capture. The noise could not be reproduced. Imaging did not reveal any lead abnormalities. No intervention or patient symptoms were reported.